Event description:
The hcp reported that on the second lesion of a tuna procedure, the needles of the cartridge would not retract into the cartridge. A second cartridge was used to complete the procedure. No adverse effects to the pt were reported and no treatment interventions were required.